Manufacturer narrative:
The customer reported leaking from the pump, and returned one used sample of material 2420-0007, lot 25017345. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water by gravity, and the pinhole leak near the upper fitment of the pump segment was found. The complaint of leakage is verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that there was a small puddle of medication on recliner table of patient. Pulling the tubing from the IV the alaris channel and the piece that sits inside the channel was dripping wet.